Event description:
An ophthalmic surgeon reported aspiration of saline running through was not available, it was unknown whether ultrasound (us) or irrigation-aspiration(ia) phase of vitrectomy procedure. The procedure was completed after the product was replaced. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and it was noticed the ultravit probe was bent, however, the customer reported an issue with the handpiece during irrigation/aspiration (I/a) or ultrasound (us). The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraoperative (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. The pressure rate was within specification. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. Aspiration functioned with the handpiece during console testing. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).